Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) was confirmed. As received, the belt failed incoming functional testing. The ECG a and b cable was pulled from the strain relief. Upon investigation the distribution node (dn) to rear therapy electrode (te) was corroded. In addition there was corrosion on the j702 and j703 connectors of the dn to pca. The root cause of the damaged cable could not be positively identified but was likely excessive force. The root cause for the corrosion was unable to be positively determined but was likely the result of contamination. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) representative contacted zoll customer support to report that a (B)(6) patient was receiving constant check belt messages. The pt was provided with a replacement electrode belt.